Manufacturer narrative:
Initial reporter telephone number: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A cataract patient experienced a corneal perforation when using the catalys laser equipment. A description from the surgery center indicated while making the primary cataract incision on the steep axis, toric marks for intraocular lens (iol) alignment penetrated the anterior cornea surface. The surgeon comments were that the toric marks are planned to be intrastromal and should not penetrate the anterior cornea. In addition, the surgeon mentioned the event occurred when the corneal marks and incision are in proximity. The patient outcome reported is fully recovered and daily activities were not significantly affected. Pre- op: bcva - 6/18. Post-op: udva -6/9.